Event description:
Customer reported hospitalization due to diabetes ketoacidosis. The blood glucose reading is 444 mg/dl. Customer treated with insulin pump. Customer stated that she has been hospitalized six times in the past seven weeks. The blood glucose reading at the time of the event was over 600 mg/dl, by the time she arrived at the hospital the reading was 548 mg/dl. Sister-in-law found her. Customer was hospitalized 4.5 days. The second hospital visit, customer was severely dehydrated. Hospitalized for another 4 days. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.